Event description:
It was reported that before use the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Will not charge and only can run off the battery. No patient involvement. The fse was dispatched to evaluate the unit. This was a curtesy phone call fix. This fse stepped contact marton through reseating rescue unit fully into cardiosave docking cart. Now both batteries charging, and unit runs on power cord plugged in to wall outlet. Contact marton stated he will cancel this sa repair call. Completed customer training per manufacturer requirements.

Manufacturer narrative:
Battery not charging because of console not correctly docked and latched to the cart: cardiosave can have two configurations - hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging.